Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
An ophthalmic assistant reported that one day following bilateral lasik surgery, the patient presented with diffuse lamellar keratitis (dlk) in both eyes. The topical steroid drops were increased to treat the event. The assistant did not report any patient symptoms. The event resolved with the treatment three days later. No further information is expected. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior and after the day of the treatment. No technical issue with the system can be identified by reviewing the logfile. There is no indication for a device malfunction. The root cause cannot be determined conclusively. (B)(4).